Event description:
It was reported that the tip of the sheath feil off. There is no information that the event caused a harm or serious injury to patient.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: examination of item 33300m (lot tl07) shows that the glued-in socket at the distal end has come loose. Adhesive residue on the shaft confirms that it was properly assembled. There are no indications of a manufacturing defect. The detachment is most likely due to improper reprocessing for example, through the use of unauthorized chemicals or deviations from the recommended sterilization parameters (134-137°c, 3-18 minutes). The damage is attributable to user error. The event is filed under internal karl storz complaint ID: (B)(4).